Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced mtm to resolve the issue. The system was verified and ready to use. Isi has received the mtm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon had trouble getting right master tool manipulator (mtm) to go into following mode. Mtm right was assigned to universal surgical manipulator (usm) #4 at the time of the issue with the permanent cautery spatula. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the master tool manipulator (mtm 2) for failure analysis investigation. The unit was analyzed and upon visual inspection, no issues were found that would be related to the reported event. The mtm was then installed onto a patient side cart fixture test platform (pftp) where characterization was found to be failing on axis 5 once test was completed, the axis 5 motor was tested and was verified to be the source of the fault.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The root cause of the reported issue is due to an issue with the axis 5 motor on the master tool manipulator (mtm).

Event description:
Refer to h11 for follow-up information.